Event description:
Complaint was submitted by a synthes employee. The reporter's friend was implanted with a spinal plate on (B)(6) 2011 that has since broke. While the employee was visiting with his friend, he shared with him the x-rays showing the broken plate. Patient was not sure who the manufacturer of the plate is. It has not been verified that this is a synthes device. This report is for an unknown spine part. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed; no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.